Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.